Event description:
It was reported that customer experienced cartridge alarm 30 during cartridge loading, which appeared related to removing cartridge before pump prompted removal, and customer also had prior cartridge alarms with same pump. There was no adverse impact to the customer's blood glucose level. Customer successfully reloaded cartridge and restored insulin delivery, and technical support decided to replace pump under warranty, instructed customer to use multiple daily injections as backup therapy, guided customer on putting pump into storage mode and returning it within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor once replacement pump was received.